Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® tapered implant 6/5 x 10mm (bopt6510) was returned for investigation. Visual inspection of the as returned product identified a large amount of wear, and some bone tissue attached to the threads. The internal drive feature was confirmed to contain the fractured piece of the unknown screw, which was too badly damaged to be removed. The reported product was used for approximately 3.5 years. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the abutment screw had fractured. The surgeon was not able to retrieve the screw. The implant was removed. The reported event is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name: brand name unknown / not provided. Product code: device product code unknown / not provided. Lot #, catalog #: catalog and lot number unknown / not provided. PMA/510k #: PMA/510(k) number not available. Device evaluated by MFR: product will not be returned to manufacturer.

Event description:
It was reported that the screw fractured inside the implant and resulted in the implant being removed.